Manufacturer narrative:
(B)(4). Additional information: upon further investigation, it was determined that user error has contributed to this event.

Manufacturer narrative:
The condition of damaged battery was confirmed due to a depleted battery. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a damaged battery. The reported condition occurred during power up. There was no patient involvement, injury, or medical intervention related to this event. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.